Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 10, 2018 that a wallflex duodenal stent was to be used during a stent placement procedure performed on an unknown date. According to the complainant, during procedure, the guidewire was impossible to introduce through the wallflex delivery system. Outside of the patient, the guidewire was stuck in the wallflex delivery system and while trying to remove it the stent deployed. The procedure was completed with another stent without issue. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.